Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No anomaly found.

Event description:
It was reported that the system was explanted due to erosion/infection.